Manufacturer narrative:
Device evaluation- dimensional and functional inspection found lens within specifications. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. Device evaluation: the lens was returned in liquid in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4)

Event description:
The reporter stated that the surgeon implanted a 13.2 mm vicm5_13.2, -7.5 diopter, implantable collamer lens on (B)(6)2017. The patient experienced refractive surprise, so the lens was explanted on (B)(6)2017 and was replaced with the same model lens but with a -8.5 diopter. This resolved the problem.

Manufacturer narrative:
(B)(4).